Event description:
It was reported that the right atrial (ra) epicardial lead was removed and replaced due to low impedance. It was further reported that the right ventricular (rv) lead epicardial lead was observed to have insulation damage during the generator change out. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and the inner insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo. Concomitant products: product ID 4058m52 implantable pacing lead, implanted: (B)(6) 1995. (B)(4).